Event description:
In 2005, a clinical incident involving a super turbovac arthrowand was reported to arthrocare corporation. Following an arthroscopic procedure of the shoulder, the pt was reported to have sustained a second degree burn approx 3/4 inch in width and 1 inch in length on the pt's shoulder. The burn was treated with topical cream. It was also reported the hospital did not attach the suction tube as prescribed in the instructions for use during the procedure.